Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed. A field service engineer opened the access panel on the remote manager and inspected the cable, where it connected to the latch sensor was loose and reseated the cable to resolve the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had a smart remote manager (srm) failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.